Event description:
Device is manufactured in bright primary colors; very inviting to little children. Vaporizer was placed on table next to child's bed and immediately upon waking, the child reached over and burned his index and middle finger. Burns were 2nd degree and are being treated w/silvadone and sterile dressings. The rptr feels the MFR was very unrespective to her recommendation that this type of device should not be made to resemble a toy.